Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) -the right atrial lead was returned in segments to the manufacturer, analyzed and tested out of specification. The outer insulation was breached (clavicle-rib crush). The lead was stretched; all conductors were stretched. The proximal conductor had blood/body fluid (not obstructed), the inner insulation was torn, and the outer insulation had a breached cut and cosmetic depression. The helix/lobe was distorted/bent and blood in/on the helix/lobe mechanism.

Event description:
The right atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient died approximately (B)(6) post the right atrial lead implant. A cause of death has been requested and will not be received.